Event description:
It was reported the patient¿s implantable neurostimulator (ins) was turned off by accident during a CT scan of their back. The ins was turned back on and there were no problems shortly after. The ins was doing great.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0kckw, implanted: (B)(6) 2014, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).